Event description:
It was reproted that blood was leaking into the surgical field. The cuff was repositioned, but the leaking cotinued. The procedure was successfully completed with the second cuff and there are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was not received by the manufacturer for investigation. If the device is returned, a f/u report will be filed.